Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 19-20, 2024. H11: seven (7) actual devices and seven (7) photographs of the samples were provided for evaluation. Visual inspection of the photographs identified small dark spots or particles of foreign matter on the tubing of the products for two (2) photographs; foreign matter could not be identified in the remaining five (5) photographs. Visual inspection was performed on the actual samples which identified the following: sample #1 had dark particulates on silicone tubing, sample #2 had dark particulate on downstream luer connector, sample #3 had dark fiber on silicone tubing, sample #4 had dark particulate on downstream luer connector cap, sample #5 had blue particulate and dark fiber on silicone tubing, sample #6 had dark spot particulate on silicone tubing, and sample #7 had dark spot particulate on silicone tubing. The reported condition was verified. The cause was due to a supplier contamination issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter contamination was observed in seven (7) sterile repeater pump tube sets. The contamination was described as, ¿spot and fur on tube and blue cap¿. This was found before use. There was no patient involvement. No additional information is available.